Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had increasing shock impedances. The implantable cardioverter defibrillator (ICD) was reprogrammed to the configuration with the lowest impedances. The physician reportedly planned to continue to monitor the patient via remote monitoring. The rv lead remains in service. No adverse patient effects were reported.